Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. Date of death was not provided by the customer. On 5may2016, a beckman coulter (bec) field system support analyst (fssa) went to the customer site and updated the unit assignments for all sample types for all assays on the access 2 immunoassay system. In conclusion, bec investigation has determined the cause of the erroneous access accutni+3 results was use error wherein patient results were reported out of the lis in incorrect units of measure. Consultation with meditech support confirmed when results are uploaded, the units are determined by the configuration of the lis, not the units from the analyzer. The lis was incorrectly configured for accutni+3 with a primary sample type of serum, whereas the actual primary sample type being run was plasma. During the installation, only the plasma sample type was updated to the customer's preferred unit of measure (ng/l) by the bec fssa. Therefore, when the access accutni+3 test requests were transmitted from the lis as serum to the access 2, it caused the access accutni+3 results to be calculated in the default units configured in the analyzer for serum (ng/ml). When the access accutni+3 results were transmitted from the access 2 immunoassay system to the lis, they were in the units of ng/ml and were not erroneous. However, when the lis received the access accutni+3 results, the units of measure configured within the lis of ng/l were applied without any conversion calculations causing the access accutni+3 patient results to be reported from the lis erroneously low, due to the concentration of ng/ml being incorrectly labeled as ng/l. There is insufficient evidence provided to reasonably suggest an instrument malfunction, as the results in question did not become erroneous until the point of data transfer within the lis. There is insufficient evidence indicating the customer performed lis vs. Analyzer result analysis and verification prior to processing live patient samples. The access 2 immunoassay system instructions for use (part number b14255), section 5.2, processing lis test requests, instructs the user to "verify downloaded sample and test information and make any necessary changes" prior to going live with patient result generation on the analyzer. (B)(4). All mdrs associated with this report: 2122870-2016-00351, 2122870-2016-00352.

Event description:
The customer contacted beckman coulter to report false negative troponin (access accutni+3) patient results were reported out of the laboratory involving the access 2 immunoassay system serial number (B)(4) and a meditech laboratory information system (lis). Between (B)(6) 2016 and (B)(6) 2016, 120 patients were negatively impacted by erroneous accutni+3 results ranging in severity from no harm to severe harm. Per written communication from the customer, the customer related that during the aforementioned period there was one (1) patient death in which the incorrectly reported access accutni+3 result may have been a contributing factor. The customer has declined to supply any additional information regarding adverse events. This report addresses the adverse event of death for one (1) patient. Mdr2122870-2016-00352 addresses the adverse event of serious injury for an unknown amount of patients. The immunoassay assay verification portion of the installation of the access 2 immunoassay system serial number (B)(4) was completed on 4nov2015 by a beckman coulter (bec) field system support analyst (fssa). During this time, the fssa confirmed the customer uses plasma specimens for the access accutni+3 assay. The fssa updated the access accutni+3 assay to default to a plasma sample type and also changed the plasma units to the customer's desired reporting units (ng/l). The default serum units for the assay was not updated. The laboratory went live using the access 2 immunoassay system for access accutni+3 testing on (B)(6) 2016 without on-site bec assistance. During a meeting with the customer on (B)(6) 2016, the customer states "between the dates of (B)(6) 2016 and (B)(6) 2016, the [access 2] immunoassay analyzer was measuring troponin results and reporting through the lis using incorrect units, resulting in false negatives." The customer confirmed, "the lis was defaulting to serum as the sample type when in fact the sample type was plasma." Investigation of the available information confirms the access 2 immunoassay analyzer was correctly resulting the requested serum access accutni+3 tests in ng/ml and at this point of the data transfer, the patient results were not erroneous. Consultation with meditech support confirms when patient test results are uploaded, the units of measure are determined by the unit configuration of the lis, not the units from the analyzer. The customer declined to provide additional information or data; however, the evidence presented suggests the results were sent to the lis as ng/ml, but because the lis was configured to report in the customer's expected units of ng/l, the access accutni+3 patient results, which were generated in ng/ml, were reported out of the lis labeled as ng/l; thus resulting in erroneously low patient results. It is noted the access 2 immunoassay system instructions for use (part number b14255), section 5.2, processing lis test requests, instructs the user to "verify downloaded sample and test information and make any necessary changes" prior to running the analyzer.